Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited increasing pacing threshold measurements since implant. All other lead parameters were within normal limits. A revision was performed to reposition the ra lead. During the procedure, the helix could not be retracted to release the helix from the tissue. As a result, the ra lead was unable to be removed. Boston scientific technical services (ts) was contacted and provided further assistance on removing the ra lead from the patient's body. The field representative provided the information to the physician; however, the physician decided to capped and surgically abandon this lead. Another ra lead was then successfully implanted. No additional adverse patient effects were reported.